Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device and another manufacturer's right ventricular (rv) defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms. It was reported that measurements before and after the out of range measurement were stable and within normal limits at 42-49 ohms. Commanded shock testing was performed. Shock impedance measurements were noted to be 42 ohms. Monitoring will be continued. No additional adverse patient effects were reported. This product remains implanted and in service.